Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated that they changed infusion set and reservoir many times to try and fix the problem. Customer declined the troubleshooting because they changed the infusion set and reservoir that they were using when alarm was occurred. No harm requiring medical intervention was reported. The device will not be returned for analysis.